Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had a loose component. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2025, when the patient was receiving tirofiban intravenously via pump, leakage occurred when tightening the infusion set. It was discovered that the threads did not fit properly and could not be tightened. The set was immediately replaced and the infusion was restarted.

Event description:
It was reported that the connecta plus3 red had a loose component. The following information was provided by the initial reporter, translated from chinese to english: on october 17, 2025, when the patient was receiving tirofiban intravenously via pump, leakage occurred when tightening the infusion set. It was discovered that the threads did not fit properly and could not be tightened. The set was immediately replaced and the infusion was restarted.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. MFR report # 2243072-2025-01411 was submitted as the site legal name was incorrectly reported as franklin lakes in the initial MDR submission. MFR report # 9610847-2025-00432 was submitted to update the site legal name to nogales, update the medical device catalog # to 394605, and to have the proper MFR number.